Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that even though the implant functioned well, the patient requested that the implant be removed. After switch-on of the speech processor, only a few electrodes were activated because the patient had feelings of dizziness. Over time more electrodes were activated and then the patient started complaining about having tinnitus. The tinnitus affected the patient whether or not the speech processor was being used or not. At first the tinnitus was very severe and then it became somewhat reduced. After each fitting the patient was satisfied and said that she could hear better but a couple of days later the tinnitus started again and she would remove the processor. In the end the patient wished to have it removed.